Event description:
Three pt samples with high creatinine plus results that are lower when repeated. Pt 1, initial result gave 194 umol/l; repeat gave 94 umol/l. Pt 2, initial result gave 191 umol/l; repeat gave 69 umol/l. Pt 3, initial result gave 224 umol/l; repeat gave 68 umol/l. If add'l info is received, appropriate notification will be provided.